Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a spinal fusion surgery on the lumbar region of her spine from vertebrae l3 to l5. Reportedly, during the surgery, select parts of rhbmp-2/acs (i.e. Only the rhbmp-2 and collagen sponge) were used in the patient from a posterior approach. It was also reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e., over the transverse processes). As reported, the patient's post-operative period had been marked by a period of relief followed by increasing severe lower back pain; pain and numbness in her right hip bilateral buttock pain; right leg weakness and numbness; radiculopathy into her right ankle and dorsum of right foot; and occasional pain in her groin area. Reportedly, she experienced difficulty walking due to weakness and unstable gait.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar stenosis and degenerative disc disease and underwent the following procedure: lumbar laminectomy l2, l3, l4, l5, medial third facetectomy, bilateral foraminotomy. Use of local bone graft augmented with rhbmp-2/acs allograft material for purposes of fusion. Posterior intra-transverse fusion l3, l4, l5. Pre-operatively, MRI, CT myelogram showed lumbar stenosis, degenerative disc disease. As per operative notes, ¿once the laminectomy at l2, l3, l4, and l5 was completed, then floseal was used for controlling the bleeding and bipolar cautery. Next, the transverse processes l3, l4, l5 were exposed subperiosteally. They were then decorticated using high-speed carbide bur. Next, rhbmp-2/acs was packed over the transverse processes, and this was augmented with morselized local bone. Once the fusion was completed, next an epidural catheter and subfascial drain were placed. The drain was placed to self suction. Wound was irrigated with antibiotic solution. Flow was looking good. The dura was inspected for no csf leakage¿ the patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2011: the patient was discharged from the facility.